Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level was 200-250 mg/dl. Reportedly, customer performed supply changes to address the issue.